Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced bacterial peritonitis manifested by abdominal pain. The cause of peritonitis was unknown. The same day as the event onset, the patient was treated with gentamycin (intraperitoneal, discontinued after 19 days) and cefotaxime sodium (intraperitoneal, discontinued after 5 days) for the event. Five days after the event onset, the patient was hospitalized and began treatment with imipenem (discontinued after 14 days), vancomycin (intraperitoneal, discontinued after 14 days), ceftazidime (intraperitoneal, discontinued after 7 days) for the event. Eight days after the event onset, the patient began treatment with cilastatin sodium and imipenem (intravenous, discontinued after 11 days) for the event. The patient began treatment with fluconazole (diflucan) (6mg/kg per day, discontinued after 6 days) 13 days after the event onset. The patient was discharged from the hospital 25 days after hospital admission. At the time of this report, the patient has recovered with from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An adolescent peritoneal dialysis (pd) patient experienced peritoneal infection. The cause, hospitalization and treatment were not reported. At the time of this report, the patient has recovered from the event. Action taken with pd therapy was unknown. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.